Event description:
Consumer reported finding the pen needles to clog during the flow check. Removes the needle from pen and the non patient end is bent. Informed caller of the non patient end placement to pen. (B)(6). Lot # 3038614. Lot # 3136365. Lot # 3136361. Catalog# 320550. Date of event unknown. Sample status awaiting samples.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.